Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd driver pcb defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the remote button cut; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
Image disturbance during angulation, image fades over. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.